Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was warped and could not be loaded onto pump. Customer's blood glucose was not impacted. A cartridge change was performed to resolve the issue.